Manufacturer narrative:
At this time, the lead has not been returned. If additional information should become available to our company, this event would be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual examination noted that the lead was returned in two segments including a 5.5 cm proximal segment and a 35.8 cm distal segment. A circular depression in the lead, possibly a suture sleeve tie-down site, was observed at about 34.3 cm from the distal tip. 3.7 cm of the lead body appears to be missing since the total length of the returned segments is 41.3 cm and the specified length of this model leads is 45 cm. The distal end of the proximal segment and the proximal end of the distal segment were severed. A 12 degree bend in the lead tip on the distal segment was also observed. The inner coils of the distal segment were pulled out 80 mm from the proximal end due to the extracting stylet, which remains inside the distal segment. Detailed analysis revealed that the inner coil is fractured at several locations within the distal segment. Analysis was not able to confirm the field allegation of high out of range impedance measurements. However, analysis revealed inner coil fractures; this finding could have contributed to the clinical observation.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited impedance measurements greater than 3000 ohms. The ra lead was explanted and a new lead was successfully implanted. No adverse patient effects were reported.